Event description:
According to the reporter, during liver resection, the clip jammed when firing and it became impossible to continue using it. Another product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.